Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (crease, non-penetrating nick and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional through distributor reported rupture and capsular contracture baker grade iii. Surgical intervention: removal en bloc. This record is for the left side. The device has been explanted and it's unknown if replaced. The device will be returned.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional through distributor reported rupture and capsular contracture baker grade iii. Surgical intervention: removal en bloc. This record is for the left side. The device has been explanted and it's unknown if replaced. The device will be returned.